Manufacturer narrative:
(B)(4). Batch # p5527n. The analysis found that one pcee60a device was returned with no apparent damage and with a reload cartridge gst60d not loaded on the device. The reload was received fully fired. In addition, the knife was noted to be advanced as the return switch would not retrieve the knife to its home position automatically, the knife was manually return by using the return lever. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife would not return to its home position by activating the reverse switch, the device was disassembled to verify the condition of the internal components and the knife return switch was noted to be damaged no allowing the device to automatically return the knife. The device.

Manufacturer narrative:
(B)(4). Date sent: 3/24/2017. Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a semi-open lower left lobectomy, the knife did not return to the home position at the first firing. The doctor felt that the firing sounded different from usual when he started pulse-firing. The device was released with the manual override lever since the knife reverse switch did not function. The staple line was complete and no leak was confirmed. "Pv7" and a proximate linear stapler were used to complete the case. There were no adverse consequences to the patient.